Manufacturer narrative:
Pump failed to power up due to corroded battery tube compartment noted. Broken battery tube thread noted. (B)(4).

Event description:
The customer reported via phone call that the reservoir lip ring was cracked. The customer also reported that the insulin pump had cosmetic damage. The customer also reported that the reservoir lip ring was damaged. The customer reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.